Event description:
It was reported that this pacemaker system exhibited far field oversensing on the right atrial (ra) lead channel leading to false atrial tachy response (atr) episodes. Technical services (ts) was consulted and adjusting the blanking period was recommended. No adverse patient effects were reported. This device remains in service.